Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (seen as genital bleeding). A hysterectomy was performed to remove micro-inserts around 8 months after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. This case was regarded as incident since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), abdominal pain ("cramping"), depression ("depression") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy, essure was removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression and fatigue outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, abdominal pain, depression and fatigue to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (seen as genital bleeding). A hysterectomy was performed to remove micro-inserts around 8 months after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. C18713) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, depression, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, fatigue, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. C18713) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, depression, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, fatigue, genital haemorrhage and pelvic pain to be related to essure. Lot number: c18713, manufacturing date: 2014-01-30, expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy, essure was removed) . Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, depression, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, fatigue, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-nov-2017: follow up from summons received-reporter added, stop date was updated,device category incident was removed from heavy bleeding and kept with the event pain.essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.